Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated ¿change insulin¿ alerts on the ilet while approximately 100 units remained in the cartridge, followed by prolonged hyperglycemia that lasted about 18 hours with a peak blood glucose of 365 mg/dl; the ilet alerted to high glucose and glucose normalized after the supply-change issue was addressed. Symptoms included no reported clinical symptoms. Outcomes included non-medical assistance from a third party and no medical intervention. Investigation included review of device logs and user interaction history, along with troubleshooting and education. Investigation of this case revealed that the user initiated a supply change workflow, performed the rewind, and did not proceed further, which led to an out-of-drug condition and high glucose, consistent with hyperglycemia due to unclear cause related to user interaction with the insulin supply-change process. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive for device malfunction and consistent with use-related factors associated with supply-change handling. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.